Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation proportional valve closed, open test step during testing. The device's active exhalation controller needs replaced to address the issue. Additionally, unrelated to the test fail, during the evaluation of the device at the manufacturer's service center, the device was found to have missing/displaced rubber feet, the enclosure feet need replaced. Also, the porting block port was found to be pinched/damaged, the universal porting block needs replaced and the cord retainer was found to be missing/broken, the cable clamp needs replaced.